Event description:
It was reported that a pta balloon ruptured circumferentially during the first inflation within a left upper arm av fistula. A syringe without a pressure gauge was used to inflate the device reportedly, the introducer sheath and the pta balloon dilatation catheter were removed simultaneously from the patient. Upon removal, it was observed that approximately half of the pta balloon was missing from the catheter and remained in the patient. A diagnostic catheter was advanced in order to perform angiography. Reportedly, during advancement of the diagnostic catheter, the separated portion of the pta balloon was pushed into the brachial artery. A snare was used to pull the portion of pta balloon back to the site of the av fistula. Another angiography run was performed and the pta balloon could no longer be observed. No further treatment was performed. The patient is currently asymptomatic.

Manufacturer narrative:
The lot number for the device was provided and a review of the device history records was performed. The lot met all release criteria meaning that no issues were noted during the manufacturing process or quality control inspections. This is the only complaint reported to date for this lot number. The complaint sample has been returned for evaluation. The investigation is currently underway.